Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues. Should add'l info become available and / or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a durom hip generic on the right side on an unk date. A revision surgery is planned. Currently, the pt is being monitored due to fluid collecting around the joint, elevated ion levels and pain.